Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. The surgeon contacted mako surgical on (B)(4) 2012, and stated that there was a slight overhang in the placement of the tibial implant.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The investigation for this complaint was completed at mako surgical corp using the files and system logs provided by the makoplasty specialist. The root cause analysis was inconclusive. Mako surgical is filing this MDR in an abundance of caution in order to ensure visibility to an event that occurred after a mako procedure.